Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On (B)(6) 2013, the male adapter of an unspecified primary tubing set was connected to the clave port of the extension tubing set and was being used to deliver an unspecified volume 5% dextrose in water and 0.9% normal saline with 20 meq of potassium chloride, at an unspecified rate, via a pump. On (B)(6) 2013 at an unspecified time, it was reported that the tubing set separated from the semi-rigid adapter of the extension tubing set. The customer contact reported that approximately 50 ml of blood loss was noted. It was reported that the peripheral IV catheter was clotted and a new peripheral IV access site was started. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional information was provided.